Manufacturer narrative:
(B)(4). Intra-operative photos were received. Based on the photo evidence of the subject ats45 device loaded with a green cartridge, the cause of the reported event is due to the cartridge not having been loaded properly. Additional information received: device fired once successfully and worked fine. Surgeon reloaded second cartridge herself and the device cut, but did not provide adequate staple form. Surgeon reloaded device again and fired over appendix to complete procedure. There were no adverse patient consequences reported. Rep has provided additional in-service to staff and to the surgeon on proper loading to prevent potential long loading. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the device misfired. It is unknown how the case was completed. There will be no additional information based on the event. There were no patient consequences were reported.